Event description:
Customer reportedly, obtained results of 225 mg/dl, 125mg/dl, 196 mg/dl, and 101 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.